Event description:
It was reported by the affiliate that the (1) tct75 was used during an esophagogastrectomy procedure.it was reported that the stapler did not fire during the surgery. The case was completed with a competitor's device without problems. There was no adverse patient consequences.